Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect after a pump reset. There was no reported impact to the customer's blood glucose. Customer reported that the issue was resolved and declined further assistance.